Manufacturer narrative:
The field service engineer found the acid cell rinse was overflowing. He adjusted it and confirmed the analyzer was performing within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas c 503 analytical unit. The initial result was 6.65 % and the repeat results were 6.37 % and 7.18%.

Manufacturer narrative:
The customer used reagent lot 71888601 with an expiration date of 31-aug-2024 and reagent lot 76574101 with an expiration date of 28-feb-2025. General reagent issues were excluded as the correct result was obtained with the same reagent. The customer had abnormal aspiration alarms and abnormal cell blank alarms. The investigation is ongoing.